Manufacturer narrative:
(B)(4). The reported complaint of "helium loss alarms" is not able to be confirmed. No iabp part was returned to teleflex chelmsford for inv estigation. According to the field service report, the field service representative serviced the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pump failed leak test". Additional information states that the pump console was swapped to continue therapy. No patient injury or cosnequence reported. The patient's current condition is reported as "unknown".

Event description:
It was reported "pump failed leak test". Additional information states that the pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).